Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that they were able to clear the alarm and was able to rewind the pump. Customer was advised to perform self test and test did not passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly. Software error noted in formatted history file due to software error.